Manufacturer narrative:
(B)(4). UDI # (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified foreign material on the blasted surface of the femoral component around the pegs. The ml dimension was measured and found conforming. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified no complications during the primary surgery. Review of the operative notes from the revision identified the femoral component was loose with progressive varus malalignment of the knee. Moderate effusion and bone loss were also noted. The tibia was found to be well-fixed. Review of the radiographs identified no significant radiolucency to suggest loosening. Nonspecific compartment narrowing indicating possible polyethylene wear and possible evidence of a proximal tibia stress fracture were noted in the x-ray review; however, these findings were not seen in the revision operative notes. Device history record was reviewed and no discrepancies were found. Review of the operative notes from the revision identified the femoral component was loose with progressive varus malalignment of the knee. Moderate effusion and bone loss were also noted. Per the persona knee system package insert, loosening is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: persona stemmed tibial cemented cat#: 42532006402, lot#: 63256467, persona articular surface uc fixed bearing cat#: 42521200410, lot#: 63240104, persona all poly patella cemented cat#: 42540000029, lot#: 63160196, palacos bone cement cat#:66044274, lot#: n107. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2018 - 00126, 0001822565 - 2018 - 04317. Product is in process of being returned.

Event description:
It was reported that the patient was revised due to loosening two years after total knee procedure.